Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately erratic. The reporter was only able to provide one value of "400mg/dl" from the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as multiple values were not provided. There was no indication that the product caused or contributed to an adverse event.